Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display and unexpected restart. Customer's blood glucose value was 384 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer reports pump did not require rewind. Customer not able to complete rewind. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected restart error and no blank display anomaly noted during test.